Event description:
The stent was attached to the indeflator and the balloon was about to be inflated when they noticed the hub was cracked. There were no anomalies noted when the device was taken out of the package. The device was not resterilized. The device was not removed from the packaging by the hub. The device prepped according to IFU. There was no difficulty encountered when connecting the hub to the medtronic indeflator. Vessel characteristics were unk. The device was torqued/steered by the hub. The anomalies were noted while pulling negative pressure. Air bubbles were noted indicating leakage. The stent was fully deployed in the vessel. There was no resistance met when removing the device.

Manufacturer narrative:
The product has been received for eval. However, the engineering analysis is not yet complete. Additional info will be submitted within 30 days of receipt.